Event description:
It was reported that the device had early battery depletion possible due to chronic high thresholds on the right and left ventricular leads. It was also noted that the right ventricular lead had low impedance and a possible fracture. The device was replaced. The pace/sense portion of the right ventricular lead was capped and an existing lead was used. The high voltage portion of the right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2002 (B)(6); (B)(4) implantable cardioverter defibrillator 2010 (B)(6). (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.